Manufacturer narrative:
Additional information: b5, g3, h6 (fdd) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during laparoscopic right hemicolectomy, the device had sealing issue. The vessel was partially sealed. Activation and end tones were heard but sealing was inadequate/partial. Customer would sometimes hear a re-grasp/error tone after sealing. The surgeon thought the device delivered energy to one side of the vessel. The seal seemed adequate but bled after cutting and bleeding was observed directly from the ligasure seal site. No blood transfusion required. The device was cleaned whenever the surgeon stopped using it. Changed to a new device and the surgery was finished. Device was connected to a generator at the time of the event.

Manufacturer narrative:
D10 concomitant product: vlft10gen, vlft10gen ft series energy platformx1 (serial#unknown) h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The evaluation found no potentially contributing factors, and the sample met all related specifications. It was reported that the device had sealing issue. The vessel was partially sealed. The reported issue could not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during procedure, the device had sealing issue. The vessel was partially sealed. Activation and end tone were heard but sealing was inadequate/partial. The surgeon thought the device delivered energy to one side of the vessel. The seal seem adequate but bled after cutting and bleeding was observed directly from the ligasure seal site. Changed to a new device and the surgery was finished. The device was connected to a generator at the time of the event.